Event description:
Customer reported blood glucose results of 37 mg/dl, 384 mg/dl, and 274 mg/dl within 10 minutes on the compact system. He reported no symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.